Event description:
Information was received indicating that this peripheral intravenous catheter would not penetrate the skin. It was noted that it was not possible to place the catheter in the patient and another catheter had to be used.. No adverse patient effects were reported.

Manufacturer narrative:
Two used units of jelco® protectiv® safety i.v. Catheter from the same lot number as this device were returned for analysis. The units were analyzed under magnification. No defect was found. The needle was sharp and the bevel didn't show any anomaly. The wall thickness and the trim length measurement were in compliance with the internal specification. The design history record review didn't show any anomaly. The complaint database review didn't show other complaints for the referenced defect.